Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was having very bad tremors, they used the monitor to check and they said both were on and everything was okay. The caller called the neurologist who suggest to call medtronic and they would come out to rehab to have someone check it. The patient was in rehab because the patient had fallen at the beginning of (B)(6) 2017 and they were trying to get some strength in their legs and their body. No further complications were reported as a result of this event.